Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results that were generated by the access 2 instrument. Pt a: the initial accu tni result was 0.8 ng/ml. The result was not reported out of the lab. The original sample was tested on a different instrument in the customer's lab for accu tni and a result of 0.03 ng/ml was obtained. The result was reported out of lab. The customer did not receive any report of pt injury requiring medical intervention, or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
A system check performed in 2007 was within specifications. Qc level I was out of range high four days prior at 20:09 which was repeated twice and recovered within specification. All other qc values were within specifications for nine days from that day. The samples were collected in plastic, bd, 13x100, lithium heparin tubes with gel. There were no errors in the event log and customer did not question any other assays. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced several hardware components. The fse performed: diagnostic testing, a 50 point precision study and qc testing; all results passed within specifications. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results that were generated by the access 2 instrument. Pt b: the initial accu tni result was 0.53 ng/ml. The result was not reported out of the lab. The original sample was re-tested for accu tni and the repeated result was 0.03 ng/ml. In addition, the sample was tested on a different instrument in the customer's lab for accu tni and the result was 0.02 ng/ml. The customer did not receive any report of pt injury requiring medical intervention, or change to pt treatment attributed or connected with this event